Manufacturer narrative:
Corrected information has been updated in d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the left axillary artery in a 50-year-old male patient with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The team called with a purge system blocked alarm. Troubleshooting included changing the cassette, checking for kinks in the line, and deairing the system. The patient was on heparin, and the nurse reported therapeutic levels. Purge solution was noted leaking from the white impella cord at the junction between the driveline/cord and the purge filter. The rn had just spoken with the csc regarding elevated purge pressures. The rn was walked through disabling audio for purge pressure high and discussed how to program tissue plasminogen activator (tpa) in the automated impella controller (aic) when the tpa arrived. The patient expired on support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage d.

Manufacturer narrative:
B1, b2, b5, h1, h6 revised to reflect the patient outcome of death.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was receiving mechanical circulatory support with the impella device when the clinical team contacted the support center regarding a purge system blocked alarm. The staff replaced the purge cassette, checked the purge line for kinks, and de-aired the system as part of troubleshooting. The patient was receiving heparin therapy, and the nurse stated that therapeutic anticoagulation had been maintained. It was also reported that elevated purge pressures were noted. The nurse was guided on how to disable the audio alert for high purge pressure and instructed on programming tissue plasminogen activator in the automated controller once available. The nurse indicated she was unable to review additional hemodynamic information at that time. No patient harm was reported.

Manufacturer narrative:
D4: updated UDI. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: purge pressure high: the cause of the high purge pressure was unable to be determined due to no product or data logs returned for analysis.

Manufacturer narrative:
A4: added patient weight. D6b: added explant date.

Manufacturer narrative:
B5: added additional information. H6: added code a050401.

Event description:
Purge solution leaking from white impella cord at the junction between the driveline / cord and the purge filter. No, the impella 5.5 catheter is not available for return, the patient is actively being supported.